Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair keeps cutting out intermittently. Dealer feels the joystick is faulty.